Event description:
The reporter states, that she obtained a blood glucose comparison of 400 "something" (mg/dl) and 200 "something" (mg/dl) on the accu-chek advantage meter. The results were obtained within a 10 minutes timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.